Manufacturer narrative:
The pump was received with no broken off end cap. The pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, detached end cap and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of a broken end cap from the insulin pump. The customer's blood glucose reading was 363 mg/dl. The customer stated that he treated with syringe. The customer stated that the end cap where the drive support cap is located is coming off. The customer stated that the seal is broken where it is glued on. The customer stated that the bottom of the reservoir compartment casing is broken off. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.